Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders underwent a thorough analysis. They were visually and microscopically inspected, and leak tested. Visual and microscopic examination of both cylinders identified that the outer and inner tubes were detached by the proximal end of the cylinder due to sharp instrument damage consistent with explant. The cylinders could not be leak tested due to the damages identified. Based on the information available and analysis results, the reported clinical observation of a crack in the connecting tube of a tear in the cylinder could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later, a revision surgery was performed during which a tear in the cylinder was found. The cylinder and the pump were removed and replaced with no patient complications.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later, a revision surgery was performed during which a tear in the cylinder was found. The cylinder and the pump were removed and replaced with no patient complications.